Manufacturer narrative:
The investigation for this event is ongoing. When additional information is received, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient will be revised due to an alleged infection. The following implants will be revised: eleos proximal femur, eleos male-female midsection, and eleos cemented segmental stem. The date of the revision surgery has not been scheduled at this time. This event will be reportable as a serious injury, as the implanted devices will be revised. This report captures the eleos male-female midsection.

Manufacturer narrative:
It was reported that a patient will be revised due to an alleged infection. The following implants will be revised and replaced: eleos proximal femur, eleos male-female midsection, and eleos cemented segmental stem. The root cause of this complaint could not be determined. Based on the review of device history records, the investigation concluded that the root cause of the reported infection was not likely related to the design, manufacture, and/or sterilization of the implanted eleos implants.